Event description:
It was reported that stent damage occurred. The calcified target lesion was located in the right coronary artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced, however, during the procedure, the stent could not tracked the lesion and was damaged. The device was removed and completed the procedure with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle of the stent. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The calcified target lesion was located in the right coronary artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced, however, during the procedure, the stent could not tracked the lesion and was damaged. The device was removed and completed the procedure with a different device. No patient complications were reported.